Event description:
A big dog runs around the dental office and comes into contact with all the instruments and medicines. The dog touches everything with its paws and licks everything. The dog is all over the dentist, while the dentist picks up the dog. The dentist uses all of the equipment and medicine on patients including myself. This gave me a severe infection in my gums. This caused swelling in the gums. The dog was distracting the dentist and the dentist damaged my teeth using the instruments in hand. This affected the canal and wall of the tooth. As well as cut into my gums. The dog lives in the office. There is a big dog cage and food bowl in one of the offices in the dentistry. Dentist: (B)(6) d.m.d., m.s., (B)(6).